Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely elevated magnesium results were generated for five patient samples tested on the architect c4000 analyzer. No adverse impact to patient management was reported. Sid (B)(6): 3.6 mg/dl, repeat 4.7/2.4 mg/dl, sid (B)(6): 4.1 mg/dl, repeat 1.9 mg/dl, sid (B)(6): 3.3 mg/dl, repeat 1.8 mg/dl, sid (B)(6): 5.3 mg/dl, repeat 2.0 mg/dl, sid (B)(6): 9.0 mg/dl, repeat 1.4 mg/dl.

Manufacturer narrative:
The suspect medical device was updated from magnesium reagent ln 07d70-21, lot 72241un19 to the architect c4000 analyzer ln 02p24-01 sn (B)(4). Both manufactured in irving, texas USA. Sections been updated to reflect the updated suspect medical device. An investigation was performed for the customer issue and included a review of complaint text, troubleshooting, a review of service history, and a review of product labeling. The field service representative (fsr) replaced the high concentration waste (hcw) pump tubing peristaltic head (rohs), which was identified as a cause and replacement resolved the issue. A review of service history on the architect analyzer showed no additional falsely depressed results after service. Review of the architect product monitoring and historical data for the tubing, peristaltic head revealed no trends, systemic issues, or related nonconformances. Labeling was reviewed and found to be adequate. No product deficiency were identified.